Event description:
During a treatment procedure to place a greenfield vena cava filter infrarenally, the filter legs did not fully deploy. The pt was asymptomatic during this event. The carrier system was adequately flushed with heparinized saline prior to filter placement. It was noted that the continuous flushing method was not used. Attempts were made to untangle the filter legs with a catheter, after which fluoroscopy revealed asymmetry of the legs. The procedure was successfully completed, and the physician reportedly feels the pt is adequately protected. No pt injuries were reported. Pt status is reported as 'stable'.